Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-01208. Reference MFR report: 1627487-2019-01209. It was reported the patient did not experience adequate therapy since implant. Patient was reprogrammed several times without success. Patient stopped using and charging the scs system a month ago. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire scs system was explanted.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-01208. Reference MFR report: 1627487-2019-01209.